Event description:
It was reported that the insulin pump alarmed button error. The customer did not recall whether the insulin pump had been dropped or bumped recently. The customer's blood glucose was 7.2 mmol/l. The caller was advised to replace the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed button error due to moisture damage on the keypad traces. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.